Event description:
It was reported that the patient presented remotely via merlin.net. Analysis of the transmission showed that the patient's right atrial (ra) lead exhibited noise. There were no programming changes made. Patient will continue to be monitored. The patient was stable.